Manufacturer narrative:
An investigation is currently ongoing.

Event description:
During a planned cold head replacement procedure for a mobile mr system installed in a van, the magnet spontaneously quenched for about 15-20 minutes after the cold head was installed. At this time, the van's cryogen vent duct failed which led to the field engineer (fe) who was performing the procedure to sustain scratches and contusions to both knees and back. The fe also allegedly sustained frostbite on the left hand, and a possible abrasion to the eye, as a result of possible eye moisture freezing on the surface of the eye. The fe went to the emergency room that evening. Further information indicated that the fe missed one work day and has since returned.